Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient¿s cgm display 235 mg/dl at noon, and the patient self-treated with 6 units of humalog. An unspecified amount of time later, a bystander found the patient unresponsive, lying on the ground of a store parking lot and called emergency medical services. The patient does not recall all the event details; as he regained consciousness once he arrived at the hospital. He does not recall any symptoms prior to losing consciousness or the cgm/bg values at the time of the event. The paramedics indicated an 80 mg/dl point difference between the cgm and the bg and treated the patient with glucose. Once at the hospital, the patient was treated with juice and released later that evening after his bg stabilized. At the time of the report, the patient was in normal condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.